Event description:
It was reported the atrial lead had high threshold and it was replaced. The ventricular lead was damaged during the procedure and it was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. The proximal conductor was distorted. The outer insulation was melted and it partially or fully covered the tip electrode. The lead was stretched. (B)(4) no anomalies found; full lead was returned and analyzed analyzed. The proximal conductor was distorted and blood/body fluid was found. The distal conductor was stretched and blood/body fluid was found. The outer insulation was breached/cut.